Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib cycle testing without duplicating the report. An internal inspection of the device found no discrepancies. A review of the device log indicates the device was running on battery power only and sucessfully delivered energy to the patient twice. Upon charging for a third shock the device alerted the user that the battery dropped below the required voltage. The battery used during the event was not returned for evaluation. The device was recertified and returned to the customer.analysis of reports of this type has not identified an increase in trend. The x series operator's guide (pn: 9650-002355-01) (rev: g) instructs the user to, "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable."

Event description:
Complainant alleged that while attempting to defibrillate a 50-year-old male patient, the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.